Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the discovered symptom, which was reproduced. Downstream occlusion alarms were confirmed and were determined to be caused by a failed force sensor assembly. The failed force sensor assembly was replaced.

Event description:
It was discovered during baxter's testing that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no pt injury.